Manufacturer narrative:
Follow-up # 1 date of submission 01/23/2014 - device evaluation:the pump has been returned and evaluated by product analysis 01/10/2014 with the following findings: visual inspection of the pump revealed that the display lens was heavily scratched. During testing, the display screen text was dim/faded and discolored. The contrast setting was at the maximum setting.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the display screen was dim. It was noted that the display screen was also scratched. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.